Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in "altered mental status at this time" and would like the pump turned off. No further info was provided. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient's pump contained sufentanil at a concentration of 107.9 mcg/ml and a dosage of 27.56 mcg/day, and bupivacaine at a concentration of 27 mg/ml and a dosage of 6.89 mg/day. The cause of the patient's reported altered mental status was secondary to the patient having pneumonia and sepsis. A chest x-ray was performed. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.